Event description:
The customer alleged they received questionable ion selective electrode (ise) chloride results on their c501 analyzer. The customer stated the discrepant result was due to a tech error. Other tests performed on this sample had data flags and "the tech resulted ise prior to seeing" the flags. The customer declined to provide any additional details. The patient's initial chloride result was 79 mmol/l. The repeat result was 100 mmol/l. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The chloride electrode lot number and expiration date were requested but not provided. The customer declined a service visit.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.